Event description:
Additional information: the patient was not harmed and the protector is attached manually 2 there is no sample available. When blending antibiotics pip/taz its leaking between the vial of the bottle and the protector. When did the incident occur? - during use. 1 the protector is attached manually. 2 there is no sample available. I have not got any answer from the customer about the lotnumber the patient was not harmed.

Manufacturer narrative:
(B)(4) - follow up MDR for additional information. Annex code e updated from e2401 to e2403 - no clinical signs, symptoms or conditions annex code f updated from f24 - insufficient information to f26 - no health consequences or impact. No photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
When blending antibiotics pip/taz its leaking between the vial of the bottle and the protector. When did the incident occur? During use.

Manufacturer narrative:
(B)(4). Initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0504 - leak / splash. Patient problem code: f24 - insufficient information.